Event description:
It was reported that patient came into clinic after receiving inappropriate therapy for oversensing of noise. Noise was reproduced in the clinic. Programming changes were made and resolved the issue. Two days later, the lead was explanted. ICD remains implanted.